Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included that use of a carto® 3 system and the system displayed error code 42 "20 pole a: defective catheter or cable" and a similar error for the map port (code unknown) when the catheter was connected. When they disconnected the cable from 20 pole a, they noticed what appeared to be black char inside the port. There was no visible damage to the cable of the blue and yellow pin boxes. When they disconnected the cable from the map port, there was also black char inside the port. To continue the procedure, they replaced the carto 3 system workstation and piu. It was also indicated that there were no sign of visible fire, flames, nor visible smoke. On 10-apr-2025, additional information was received, and it was reported that while the biosense webster inc. (Bwi) field service engineer (fse) was replacing backplane, corrosion was noted on map and 20polea ports. When removing the cards from within the piu they were wet. The fse was notified by staff that the saline bag had exploded on the piu and surrounding area and caused the smoke which was coming out of the piu from map + 20polea ports.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included that use of a carto® 3 system, and the system displayed error code 42 "20 pole a: defective catheter or cable" and a similar error for the map port (code unknown) when the catheter was connected. When they disconnected the cable from 20 pole a, they noticed what appeared to be black char inside the port. There was no visible damage to the cable of the blue and yellow pin boxes. When they disconnected the cable from the map port, there was also black char inside the port. To continue the procedure, they replaced the carto 3 system workstation and piu. It was also indicated that there were no sign of visible fire, flames, nor visible smoke. Additional information was received, and it was reported that while the biosense webster inc. (Bwi) field service engineer (fse) was replacing backplane, corrosion was noted on map and 20polea ports. When removing the cards from within the piu they were wet. The fse was notified by staff that the saline bag had exploded on the piu and surrounding area and caused the smoke which was coming out of the piu from map + 20polea ports. Hardware evaluation details: the field service engineer confirmed that upon inspection, the ports were found with corrosion, and instead of replacing the backplane card, they suspected that there might be water damage on the internal components due to the smoke that came out of the piu. The piu was removed from the account and replaced with another one. The system is ready for use. The suspected piu was requested to be investigated; however, it was scrapped. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).